Manufacturer narrative:
The following devices were also listed in this report: unknown tibial component; cat# unknown; lot# unknown; unknown femoral component; cat# unknown lot# unknown; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Hospital policy.

Event description:
Revision left knee. The sales rep reported that the patient was revised due to instability. The patient was revised due to instability caused by severe ligament issues. The patient was converted from a triathlon ts knee to an mrh construct to have a hinged component with increased stability. No trauma devices were involved with this event and no further information is available due to hospital policy.